Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not able to locate the scs ipg with the patient programmer. The patient stated the programmer displayed a communication error. The patient had also lost stimulation therapy. A company representative met with the patient and found the patient's scs ipg was inoperable as it would no longer communicate with external devices.